Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. As received, the monitor's alarm module cable was cut, exposing the alarm module wires. This prevented the response buttons from functioning. In addition the monitor's end cap was separated from the case. The cause for the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to that she was unable to activate the patient's monitor. The patient was issued a replacement monitor.